Event description:
The hcp reported that the deep brain stimulator battery had depleted too rapidly. The device was replaced. The patient outcome was reported as 'no injury'. No patient symptoms or device troubleshooting was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.